Manufacturer narrative:
The customer noticed an increase in the incidence of low-positive determinations for the ftd sars-cov-2 assay. [Fast track diagnostics (ftd) is a siemens healthineers company.] Samples which had produced low-positive results in this assay over a three-day period ((B)(6) 2021) were re-tested using an alternate instrument system. 7 of the samples which had previously tested positive during this period were found to be negative upon re-test. Specific patient data were not provided. Following these observations of discordant positive results, the versant kpcr molecular system sp (sample preparation instrument) was subjected to a cleaning/decontamination procedure, and improvement was observed in blank-sample testing. It is concluded that a likely nucleic-acid contamination occurred within the versant kpcr molecular system sp instrument during operator/assay interactions, leading to the observed elevation of results. No product malfunction was identified. No further evaluation of the product is required. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). MDR was filed for results generated on (B)(6) 2021; MDR 1219913-2021-00147 was filed for results generated on (B)(6) 2021 and MDR 1219913-2021-00148 was filed for results generated on (B)(6) 2021.

Event description:
The customer observed falsely-elevated results for the ftd sars-cov-2 assay as a result of contamination of the versant kpcr molecular system sp. [Fast track diagnostics (ftd) is a siemens healthineers company.] The samples in question were re-tested using an alternate system, and produced negative results, which were reported as correct. There are no known reports of patient intervention or adverse health consequences due to the discordant sars-cov-2 results.